Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. Device, user or procedure relatedness of this complaint could not be determined. No procedure related harms were identified. The conical and short neck reported in procedure planning are likely the contributing factors for the reported event. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest type ii endoleak of the lumbar artery (non-device related) occurred that was not in the event as reported. These findings were discovered during an examination of the computed tomography scan post index. Device, user or procedure relatedness of this complaint could not be determined. No procedure related harms were identified. The conical and short neck reported in procedure planning necessitated aggressive placement of the first proximal ring under the left renal artery, landing in the angulation (anatomy related). The juxtarenal angle was 54.6 degrees, less than the indications for use (IFU) benchmark of 60 degrees (anatomy related). The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 4247 h10/11: additional manufacturer narrative - updated.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2023. Reportedly, the post-operation computed tomography (CT) scans reviewed on (B)(6) 2023 identified a small type ia endoleak. The patient will continue to be monitored. The patient had been discharged and is in good condition.